Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, multiple patients was not crossing over to multiple stations. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that multiple patient details were failed to cross over the multiple stations. A technical support specialist logged into the app server remotely via rss (remote support service). The tss checked the unit assigned to the patients on the stations. The tss confirmed that some patients appeared on the devices correctly and some patients were entered as temporary and informed the customer. The customer acknowledged the issue and agreed to reconcile. The system functioned properly after the technical support specialist investigated the issue in stations.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, multiple patients was not crossing over to multiple stations. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.